Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported the patient did not experience the expected quality of vision, and additional information suggests that they had postoperative dysphotopsia, which affected their daily activities. The lens was subsequently explanted and replaced in a secondary surgical procedure with a non j&j lens. The patient has fully recovered. No further information was provided.